Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a warning message stating that a pulse generator fault had occurred. The patient is receiving radiation therapy for cancer. The device was explanted and another guidant ICD was subsequently implanted. The device was returned to guidant for analysis.